Event description:
It was reported that the flow restrictor came off from the hose of a large volume folfusor during transport and the solution leaked into the protective bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between march 5-7, 2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the bag that contained the folfusor device which suggested a leak. The cause of the leak was due to broken tubing at the solvent bonded junction of the flow restrictor. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.